Manufacturer narrative:
Date rec'd by MFR: 04mar2019. The field service engineer (fse) evaluated the device. The fse replaced the blower assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Blower motor was received for evaluation. Visual inspection revealed a coating of white/beige foreign material bot on the turbine and the inner housing and outlet port. After testing, it was determined that the failure of hall sensor a and the temperature sensor caused the blower assembly failure. Failure of hall sensor a and the temperature sensor caused the blower assembly failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/17/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a blower temperature high alarm. It was reported that the event occurred during clinical use. There was no patient harm reported. The event date was not specified; estimate used.